Event description:
During t2 nail surgery, the surgeon was not able to pass the sterile guide wire through guide wire handle. Therefore, the surgeon changed the guide wire to another guide wire and the surgery was completed without problem.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.